Event description:
It was reported that the customer had unresponsive buttons on the insulin pump. Customer was unable to press any buttons. Customer stated that the buttons have been intermittent for the last week and now they do not work. Customer was advised that a pump will need to be ordered as a replacement.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing end cap sticker.